Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas could not be unlocked, preventing confirmation of a software update and normal use, and a replacement device was issued while the original was requested for return. Symptoms included a low blood glucose reading of 70 mg/dl reported at the time of the call. Outcomes included continued insulin therapy management with the replacement device and guidance to use cgm via the dexcom app or receiver. Investigation included review of the device history, assessment of reported functionality, and collection of user feedback regarding the lockout and software update inability and inspection of the returned device. Investigation of this device revealed a device operational failure consistent with a user interface or control lock condition that impeded software update confirmation, with no reported damage-related cause confirmed and no transfer of device data to the replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate, with a possible software or user interface malfunction.